Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the investigation identified the charged coupled device unit was broken which likely led to image problems. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being sent to inform correction in h11 from the 1st supplemental report. Additionally, please refer to h6 for update in h6 investigation conclusion ¿ updated from d15 to d02. Correction: the device was returned to olympus for inspection and the reported failure was not confirmed to confirmed. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted the charge coupled device (ccd-unit) was broken resulted in no image. A definitive root cause of the broken ccd cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope had a black screen. It is unknown when the issue occurred. There were no reports of patient harm.